Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose level. The customer's blood glucose level was 54 mg/dl at the time. The customer also reported that there were site issues and there was blood on the sensor which he took off. The customer's other blood glucose value was 103 mg/dl. He also received calibration not accepted error. The insulin pump will not be returned for analysis.